Manufacturer narrative:
Additional information is provided for h.2 and h.6. No product was returned. The investigation determined the most probable cause to be the over temperature calibration for the potentiometer setting was out of range, however this cannot be confirmed as no product was returned for investigation. No serial number was provided; therefore, a history record review could not be conducted. If the product is returned this complaint will be reopened for further investigation. G2 email address: regulatory.responses@icumed.com.

Manufacturer narrative:
Other, other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the temperature was not calibrating and the over temp alarms would not function. Patient involvement is unknown.